Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a neurological aneurysm procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, after the device was in the patient, the footplate lever did not work. The device was removed.

Manufacturer narrative:
The device was returned for analysis. The reported ¿footplate lever did not work¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1142 failure to cycle was removed and replaced with code 2921 difficult to open or close.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a neurological aneurysm procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.